Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx delivery system (wds) was successfully implanted on (B)(6) 2023. The patient was discharged. A transesophageal echocardiogram (tee) was performed to evaluate the left atrial appendage prior to the ablation and a clot was noted attached to the outer edge of the closure device. The case was cancelled due to risk of dislodging the clot. There were no patient complications. They plan to bring the patient back at a later date and hope the clot has cleared. There was no further information at the time of this report.